Event description:
A 28mm diameter x 16mm diameter x 16.5 cm aneurx bifurcated stent graft and it's components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. The patient has a history of hypertension cva, copd and cad. It was reported that approximately 58 months post stent graft implantation a request for a talent aortic cuff was requested. At this time the aneurysm is measured at 11cm and thet aortic neck has expanded. It was reported that there is an inadequate seal zone, most likely due to poor proximal fixation of the stent graft with the arotic neck wall leading to a type I endoleak. The patient is not a surgical candidate due to patient's age, health status and co-morbidities. For an unknown reason the physican elected to implant an aneurx cuff instead of a talent cuff on an unknown date. No additional clinical sequelae were reported.